Manufacturer narrative:
(B)(4).

Event description:
On (B)(6) 2013, the lay user/patient contacted lifescan (lfs) (B)(4), alleging that his onetouch selectmini meter reads inaccurately high. The complaint was classified based on additional information obtained from the patient during a follow-up call by a customer service representative (csr). The patient test twice a day (morning and evening) and his typical blood glucose range is around 6 or 7 mmol/l. The patient manages his diabetes with humalog (sliding scale based on food intake and blood glucose reading) and an unspecified dose of lantus in the evening; the patient reportedly would withhold his insulin when his blood glucose is at 5mmol/l or below. The patient alleged that the issue began in (B)(6) 2013. On an unknown date/time the patient reportedly obtained a blood glucose reading of ¿9mmol/l¿ with the subject meter; in response to the reported reading, the patient allegedly administered more insulin and took a total of 10 units of insulin; and subsequently four hours later, the patient clarified he developed symptoms of low blood glucose (specifying shaking and sweating). At an unclear time the patient reportedly obtained a blood glucose reading of ¿4mmol/l¿ with the subject meter and clarified he consumed a glucose candy as self-treatment. The patient indicated his symptoms abated approximately 30 minutes later, however, the patient denied testing his blood glucose after symptoms subsided. During troubleshooting, the csr confirmed the patient was using the proper testing technique, the subject meter was set to the correct unit of measure setting, and the blood glucose results were from the approved (per owner¿s booklet) sample site. The patient did not have control solution available. Replacement meter was sent to the patient. This complaint is being reported because the patient reportedly suffered symptoms suggestive of a serious injury after the alleged product issue began.

Manufacturer narrative:
Follow-up # 2 ¿ (09/30/2013). The patient¿s meter has been returned and evaluated by lifescan product analysis on 9/19/2013 and 9/23/2013, respectively, with the following findings:the meter passed all testing with no faults found. The reported issue could not be reproduced. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Test strip lot #: 3414368.